Event description:
It was reported by the customer that a pyxis medstation es system multiple station is in critical override. Customer stated that there is 3 es machines is in critical override and there cannot pull the medicine since the order is not available. There were no delay in patient care workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined system appear there's a network delay. A technical support specialist correcting the time has brought the devices out of override to resolve this issue. The system functioned as intended after technical support specialist troubleshooted the device.